Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow and down arrow buttons were intermittently unresponsive, requiring multiple presses to elicit a response. It was indicated that there was visible moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: moisture was observed behind the display lens. Due to internal moisture damage the pump powered with an audible tone, vibration and a blank display. The keypad was intact with no peeling observed. Functionality testing of keypad buttons was prohibited due to blank screen. The keypad was removed and contamination was observed under all key contacts. The pump case was observed to be cracked in upper right corner of the display area. A leak test revealed a leak at crack in the pump case. Pump case was removed and evidence of moisture contamination was observed inside pump, on motor flex cable and connector and on display flex cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.